Event description:
It was reported that stent placement for flow diversion was performed for unruptured aneurysm at left ic-c2 (internal carotid artery c2: petrous segment. The patient is reported to have had extremely tortuous vascular anatomy. Subject delivery assist catheter was used during flow diverter implantation through out the procedure. During initial procedure difficulty was noted with two successive distal access catheter and a flow diverter use, so there devices are replaced with the new devices and physician continued the procedure. Physician has used subject delivery assist catheter with non stryker distal access catheter and non stryker flow-diversion stent was placed at targeted location. When non stryker distal access catheter was advanced distal to the aneurysm, no abnormality was noted by angiography just after accessing it to the target site. But post stent placement angiography revealed ccf (carotid-cavernous fistula). The doctor decided ccf (carotid-cavernous fistula) was followed closely without treatment for the day. According to the physician, high tension was applied to the non stryker guidewire near cavernous sinuses during insertion of non stryker distal access catheter supported by subject delivery assist catheter, it may have contributed to ccf (carotid-cavernous fistula) found after stent placement. In the physician's opinion, devices performed as intended. No other information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to this complaint reported for patient av fistula, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that stent placement for flow diversion was performed for unruptured aneurysm at left ic-c2 (internal carotid artery c2: petrous segment. The patient is reported to have had extremely tortuous vascular anatomy. Subject delivery assist catheter was used during flow diverter implantation through out the procedure. During initial procedure difficulty was noted with two successive distal access catheter and a flow diverter use, so there devices are replaced with the new devices and physician continued the procedure. Physician has used subject delivery assist catheter with non stryker distal access catheter and non stryker flow-diversion stent was placed at targeted location. When non stryker distal access catheter was advanced distal to the aneurysm, no abnormality was noted by angiography just after accessing it to the target site. But post stent placement angiography revealed ccf (carotid-cavernous fistula). The doctor decided ccf (carotid-cavernous fistula) was followed closely without treatment for the day. According to the physician, high tension was applied to the non stryker guidewire near cavernous sinuses during insertion of non stryker distal access catheter supported by subject delivery assist catheter, it may have contributed to ccf (carotid-cavernous fistula) found after stent placement. In the physician's opinion, devices performed as intended. No other information is available.